Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to remove the pump from its case and use an alcohol wipe or lint-free cloth to clean the pneumatic tap area, after which reloading the same cartridge resolved the issue, allowing the customer to successfully load a cartridge and resume insulin usage.